Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2013, the surgeon performed an open reduction internal fixation (orif) of a distal radius fracture. Norian was used to fill a metaphyseal void. The patient presented with localized redness over the implant site at her first post-op visit. On (B)(6) 2013 an incision and drainage of the site was performed in the or and the norian was removed. The patients symptoms resolved. This report is for an unknown norian product. This is report 1 of 1 for (B)(4).